Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were experiencing slow communication with the server, leading to devices dropping from health sight viewer (hsv) and entering critical override (co). A technical support specialist (tss) dialed into individual devices and restarted the data synchronization service successfully restored communication and cleared co status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple stations were in critical override. The customer stated that the stations experienced a power outage and, after coming back online, displayed a device critical override message. It was also noted that the stations were not crossing over to the server. The customer attempted to reboot the stations; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.